Manufacturer narrative:
Exemption number e2015058. The device records manual power ups on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device failed a self-test due to a manual power up on the (B)(6) 2014. The device records manual power ups of 10 minutes duration were recorded between (B)(6) 2014 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.